Manufacturer narrative:
The initial medwatch stated the date of manufacture was aug 29, 2012 in error, the correct date of manufacture is oct 1, 2012. Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device could not secure the blade device and had a damaged set screw. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the recon sagittal saw with key device would not hold the blade. It was not reported if there were any delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.